Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at the initial implant of this right ventricular (rv) defibrillation lead, high out-of-range pace impedance measurements greater than 2,000 ohms were observed via pacing system analyzer (psa) testing with a new pin adaptor and cables. This rv lead was removed, and the procedure was completed with a different lead. No adverse patient effects were reported. The attempted rv lead was returned for analysis.

Event description:
It was reported that at the initial implant of this right ventricular (rv) defibrillation lead, high out-of-range pace impedance measurements greater than 2,000 ohms were observed via pacing system analyzer (psa) testing with a new pin adaptor and cables. This rv lead was removed, and the procedure was completed with a different lead. No adverse patient effects were reported. The attempted rv lead was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.